Event description:
Welch allyn received a user facility report on 12/15/2009, indicating that a nurse accidentally used a vaginal spec illuminator as a transilluminator during a peripheral intravenous catheter start, inadvertently causing 2nd-degree burns to the palm and forearm of the pt. The nurse indicated that he intended to use a different device but mistakenly used the vaginal spec illuminator because the two devices looked similar to him. The facility noted that these two devices "are never stored together and we do not know how it got where it was."

Manufacturer narrative:
Welch allyn received uf report on 12/15/2009 detailing this event. We contacted the user facility to determine if they were sending us the device for eval. They were not sending us the device. The user facility's rep confirmed that 2nd-degree burns resulted to the pt. The device was not used in conformity with its intended use statement. It is intended for use as an illuminator (vaginal speculum) but it was mistakenly used as a transilluminator. This use was contrary to the following warnings and caution statement in the user manual: "this product is for use with the welch allyn kleenspec single-use vaginal specula only. Do not use the illuminator for any other use. Lamp is hot and can cause a burn if used outside of the vaginal specula." The device itself has a symbol "caution, high temperatures" embedded proximal to the power switch.